Event description:
Event description guidant received information that as a result of lead-on-lead contact, both of these lead had insulation damage, which resulted in false episodes, due to noise, where therapy was provided.